Event description:
It was reported that the patient called and stated that their physician wanted to re-position their implantable cardiac monitor (icm) because it could not get a signal from the heart. The patient was advised that their transmissions have been sending. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.